Event description:
When connecting tubing to the mediport, the y-connector tubing broke. It is the round piece (spin male luer lock) that threads on to connect the y-extension tubing to the IV site/tubing. This tubing had been in place for 24 hours. There was no patient harm.